Manufacturer narrative:
(B)(4). Date sent: 3/7/2022. D4 batch#: v95608. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: in summary she is not blaming the device for the patient hemorrhage but is saying she cannot be sure what caused it. Reconfirms she was happy with the device during the entirety of the operation and is happy to evaluate it again but not in the private hospital, only in the nhs hospital. Apologies for the delayed reply. Was hoping to get some more information from dr. But that has not been possible. ¿ were there any difficulties with the device intra-op? No. All appeared to go well at the time. ¿ were there any generator alert screens during the original procedure? No ¿ did the surgeon receive completion tone with every firing of the device? Yes.

Event description:
It was reported that during a tlh the device was used and evaluated. The evaluation went well and the surgeon liked the device and agreed to use again. The patient had to go back to theatre with massive bleed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any difficulties with the device intra-op? Were there any generator alert screens during the original procedure? What was the indication of the original procedure? Did the surgeon receive completion tone with every firing of the device? How was post procedure hemorrhage detected? Was the source of the bleeding identified? If so, what was it? What was the approximate size of the vessel that was bleeding? How was the bleeding addressed? Were any blood products given to the patient? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.